Event description:
A malfunction was reported with a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was informed that they could continue using the pump.